Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they tried to adjust their settings and saw a call your clinician message. Patient's husband came on the phone to perform troubleshooting as he is the one that makes the adjustments. With instruction caller was able to connect and reports power on reset (por) message. When asked, the caller said this first appeared prior to their trip, in august. The patient was redirected to the healthcare provider (hcp). No further complications were reported.